Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple occlusion alarms occurred. Reportedly, the customer wears the pump against their skin. The customer's blood glucose levels ranged between 149-270mg/dl. During troubleshooting, a new cartridge was loaded and the pump performed as intended. Reportedly, there was a temperature change to the pump prior to the occlusion alarm occurring. The customer successfully resumed insulin deliveries after troubleshooting was performed. Reportedly, the customer continued to use the pump for insulin therapy.